Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing correctly on the station. A technical support specialist informed the customer that two pre-admit messages were received, which resulted in the creation of two pre-admitted profiles on the server for the same patient. One of the profiles was subsequently admitted based on the admit message received, advised that a reconcile in pyxis or a merge in meditech could potentially resolve the duplication. The customer confirmed that only one profile existed in meditech and expressed concern regarding the creation of two profiles in pyxis. Further clarified that a merge could not be performed in meditech since only a single profile was present. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient profile was not showing correctly on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.